Manufacturer narrative:
Weight, race, ethnicity: unk. Date of event: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -8.5/+1.5/106 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The lens was implanted and removed intraoperatively due to excessive vault. The cause of the event is reported as unknown.

Manufacturer narrative:
B3- (B)(6) 2019. Claim# (B)(4).